Manufacturer narrative:
During the device evaluation, a slice in the cord was discovered which was full of debris. The reported event was confirmed and was likely due to a damaged adaptor assembly.

Event description:
It was reported that the cast cutter with 8 foot cord was allegedly sparking and smoking during a procedure. The case was completed successfully without a clinically significant delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete. (B)(4): failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Event description:
It was reported that the cast cutter with 8 foot cord was allegedly sparking and smoking during a procedure. The case was completed successfully without a clinically significant delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.